Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, variable pacing threshold and low, out of range, pacing lead impedance was observed. The patient¿s blood pressure was also decreased at the same time. Cardiac tamponade was observed on echocardiography. Drainage was performed and patient¿s condition was stabilized. Lead was replaced and the procedure was completed. Patient¿s condition was stable.

Manufacturer narrative:
Please remove date of implant and explant as these are not applicable in this case.